Event description:
Information received by medtronic indicated that the customer was facing an issue in pairing the pump with mobile app. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the app or not. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.1.0) installed on huawei mate 20 pro (android 10 and emui 11) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was not reproduced. The second attempt involved the use of the minimed mobile app (software version 1.2.1) installed on a huawei p30 (android 10, emui 12) with the same 780g mmt-1885 pump (software ver. 6.7v.3). This attempt was successful in reproducing the event with a 100% reproducibility rate. App performed as expected per specification (ble connect mobile application and pump spid, 10957140doc). However the requirement, 10938329doc (item 3402296) was not working as expected since pump design specification, 10836307doc_c (item 2509876) was not met. After conducting a thorough investigation, we have found that the main root cause for the user¿s pairing problems is supervisor_timeout error returned by the android os. The root cause of the issue is related to pump behavior which is recorded under this esf 3728273. This software anomaly was observed for huawei phones which were updated to emui 12+. There are some changes that cause an error in the pump pairing process. Supervisor_timeout means that the pump phone ble communication was not sending anything for too long, thus closing the connection. The esf number that corresponds to the reported issue is (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Switch to a non-huawei phone. 2. Wait for new pump firmware update with fix. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.